Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. The tissue pad in the grasping section was intensively worn away. The coating of the probe was partially peeling. When we performed probe check, no abnormality occurred. When we closed the grasping section and checked "seal" output, seal short circuit error didn¿t occur. Abrasions will appear on the tissue pad when the device is activated in seal & cut mode. Therefore, we perform the test in seal mode. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1. The intensively worn of the tissue pad could have happened because "seal & cut" output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The seal & cut output was activated with the non-insulated area of the grasping section touching the probe. This caused the seal and cut short circuit error and the contact marks on the non-insulated area of the grasping section and the probe. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device referenced in this report was returned to olympuss local distributor, but not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
It was informed by the customer that seal & cut short circuit error occurred constantly during a laparoscopic resection of colon. Despite performing the remediation multiple times, the error was not resolved. The intended procedure was completed with another device. There was no patient injury reported. On february 23, 2021, olympuss local distributor found that the tissue pad was partially missing. This is the report regarding the missing of the tissue pad.